Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 482 mg/dl. The customer corrected with the pump. The customer was assisted with performing a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer reported blood at site and bent cannula. The customer also reported little redness and puffiness at the sight upon removal during no delivery. The customer declined to troubleshoot for high readings.